Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, non-calcified subclavian vein that had restenosed. An unspecified guide wire crossed the lesion. Then a 10x40mm armada 35 balloon dilatation catheter was advanced without resistance and inflated once at 6 atmospheres. When inflation started, a contrast leak was noted between the hub and shaft. However, inflation had been completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.